Manufacturer narrative:
The device is expected to return for evaluation. It has not been received.

Event description:
The event involved a 3 gang 1o2 manifold w/ check valve, rotating luer, appx 1.2ml that the customer reported as the sideway was unable to open by IV pumping, causing leakages during infusion of a propofol anesthesia using IV pumps. The set was in use approximately for an hour. The device was replaced with no further problems encountered. There was patient involvement, no adverse event, no medical intervention required and no delay in critical therapy. This report reflects one of five reported.

Manufacturer narrative:
H10 - a single used 01c-smv3v3 3 gang 1o2 manifold w/check valve was returned for investigation on 7/3/2019. Two videos were returned showing what the customer described as a problem with side port function. One of the videos showed leakage. Close review of the leakage revealed that it was coming from the mating device male luer threads. No mating devices were returned to evaluate during investigation. The device was tested according to the videos returned to determine if any malfunction could be observed. The used device performed as designed with the side port flowing when the access button was depressed and the side port allowing for infusion without any adjacent side port leakage. The device was also pressure leak tested and met pressure leak expectations outlined in the product performance specification. No mating devices were returned to evaluate with the used 01c-smv3v3 3 gang 1o2 manifold. The device history lot record was reviewed and no non-conformances were observed. The complaint was unable to be replicated or confirmed.